Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR could not be performed because a serial number was not provided. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering accurately. They stated that they had set the dose to 210 ml, and that the pump showed that it had delivered 160 ml. They did not state if the infusion had finished, at what point in the infusion they checked the amount delivered, or what the pump rate was set to. Mmdg made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful and no other information was made available to mmdg. (B)(4).